Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
Potential user evaluating accula sars-cov-2 test obtained four negative results on samples that tested positive by the lab's standard methods. Six more patient samples were collected using the nasal swab procedure and tested against the bd max method. Four samples gave negative results by both methods. One sample was bd positive; accula negative. One samples was bd negative; accula positive. The laboratory's standard methods included (B)(6), cepheid and bd max, which used nasopharyngeal swab samples. The four discrepant samples were found to be negative by the accula test and positive by one or more of the laboratory's standard test methods. Accula samples were collected with throat + nasal swabs combined. Since this testing was performed, the accula sars-cov-2 sample collection instructions have been changed, per eua (B)(4), from nasal plus throat swab to nasal swab only. Additional testing was performed by the user with nasal swabs. Patient information is not applicable to this report. The device was being evaluated by the user by comparing to standard lab methods. Accula test results were not reported to patients or used for patient treatment. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lot were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.